Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the ot select meter allegedly read inaccurately erratic. These reports were received from various sources. All of the patient's associated with this allegation were female. There is no age data or weight data available.